Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that an ilet user experienced a screen visibility failure in which the display would not turn on, despite device vibration on button press and the app indicating normal battery status and insulin dispensing. Symptoms included no clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included customer service troubleshooting and review of app-reported device status. Investigation of this device revealed a suspected display or user interface hardware malfunction consistent with a screen/backlight or display driver issue while the pumping function and connectivity continued to operate. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction localized to the display subsystem.